Event description:
It was reported that during an anterior cruciate ligament surgery the implant broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4020c-06 serial/batch number (B)(6) was received for investigation. Visual evaluation of the returned screw found a crack closed to the head of the screw with missing material. Also, it was noted that the hex geometry of the head was deformed. The most likely cause of the reported and observed failure is user error, specifically improper bone preparation and/or not seating the screw completely on the screwdriver. Directions for use (dfu) 0111 interference screws g. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.